Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that sometime in 2017 the healthcare provider (hcp) "messed up" the patient's pump and she overdosed. The patients current status is unknown. No further information has been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.